Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was foreign material inside the sterile packaging.

Manufacturer narrative:
Alleged failure: noticed a piece of red looking thread/rubber on the tip of the shaver blade. The failure identified in the investigation is consistent with the complaint record. The probable root cause/s could be the flash was not removed during cleaning process when the inner tube was inserted into the housing and scraped off the flash, improper cleaning process, qc incoming, and in-process inspections. In addition, nc was opened to address the issue. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. The device manufacture date is not known.

Event description:
It was reported that there was foreign material inside the sterile packaging.